Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. Two days after the onset, the patient was hospitalized for another indication. It was unknown if the patient was treated with antibiotics for the event. The patient was recovering from the peritonitis event. On an unknown date, pd therapy was placed on hold and the patient was transferred to hemodialysis (three times a week). No additional information is available.